Event description:
It was reported the device system was removed because it was not helping the patient and the patient needed a magnetic resonance imaging (MRI). During the explant procedure the lead was damaged, and electrodes 0 and 1 on the distal end detached. The electrodes remained in the patient. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Lead model 3093-33, lot# v150733, implanted: 2008-(B)(6), programmer model 3037, serial# (B)(4). This device is included in the medical device correction, "unretrieved device fragments, models 3093 and 3889 interstim tined leads", educational brief/physician communication ((B)(6) 2010).